Event description:
This was a lead extraction case performed in the or to remove three leads (mdt 5076-ra, mdt 5076-rv, and mdt 6949 ICD-rv) due to an infection. Each lead was prepared with an lld-ez. The mdt 5076 leads in the rv and ra were removed without difficulty. The physician then began extracting the mdt 6949, ICD, using a 12fr slsii, but the sheath became stuck on the rv coil. The physician tried unsuccessfully several times using several different methods to remove the 12fr slsii. A cv surgeon was consulted, and it was decided that the patient would be transferred to the or and a sternotomy performed. The sls ii, lead, and lld-ez were cut and capped and left inside the patient. Patient was stable following surgery. No devices were returned for engineering evaluation. There were no issues or nonconformances noted during the internal lot history review.